Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed due to the serial number of the implanted device is unknown. No additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with an unknown edwards aortic valve for an unknown duration, underwent a valve in valve procedure due to stenosis. A 26mm replacement valve was implanted in the patient. The current patient disposition is unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.